Event description:
It was reported that there were concerns this subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd) as the device entered end of life (eol). Currently, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns this subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd) as the device entered end of life (eol). Subsequently, this s-ICD was explanted and replaced with a new device. No additional patient adverse effects were reported. This device was discarded at the facility and will not be returned to boston scientific for analysis.